Event description:
It was reported that the two guide wires were positioned and pre-dilatation was done. Ivus was used to visualize the results of the pre-dilatation and upon removal of the guide wire, there was resistance. The two guide wires and the ivus catheter were pulled into the guiding catheter. However, the guide wire could not be removed from the ivus catheter and the (balance) guide wire was found to be separated once outside the body. No pt injury was reported.